Manufacturer narrative:
D4: lot number is unknown, no information has been provided to date. Because no lot number was reported the device history report (DHR) review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the flange holes that hold the ties broke and the trachy came out without being noticed. The child went blue before emergency change could take place. No injury reported. The lot number was unknown.